Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 10/2023).

Event description:
It was reported that approximately two months after the placement of the chronic catheter via a left external jugular vein by a cut-down procedure, there was an alleged thrombus identified in the atrium under CT examination. It was further reported there was no alleged device failure. Reportedly, the patient became critical, however, the patient was reportedly stable on the same day. It was further reported that there was no treatment administered for the thrombus and the thrombus remains in the atrium. The patient was reported to be in the stable condition.